Manufacturer narrative:
Based on the following information provided, the cause of the customer reported failure mode cannot be determined. Isi has received the mcs tip cover accessory associated with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that the tip cover accessory was torn or cracked. The mcs tip cover accessory was found to have tearing near the mouth on the distal end. However, the tearing did not appear to reach the gray silicone area. There were no pieces that appeared to be missing. The tears were not axially aligned with the tip cover accessory and measured from 0.171" in length. There were no signs of thermal damage present at the end of any of the tears. A review of the system and instrument logs has been performed. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures and site reviews have shown that no complaints have been filed against the instruments. This complaint is being reported due to the following conclusion: during a da vinci-assisted hysterectomy procedure, it was alleged that electrical energy arced through a mcs tip cover accessory installed on a mcs instrument. However, the mcs tip cover accessory was returned to isi, evaluated, and no evidence of arcing was found. Furthermore, although the patient sustained a burn injury to the uterus, there is no evidence that a serious patient injury occurred since the uterus was removed a part of the planned surgical procedure. Blank MDR fields: follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Implant date is not applicable because the product is not implantable. Initial reporter also sent report to FDA is unknown.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, electrical energy allegedly arced through a monopolar curved scissors (mcs) tip cover accessory that was installed on a mcs instrument. The mcs tip cover accessory was noted to be ripped or cracked. In addition, according to the initial reporter, the patient's uterus was burned. The severity of the burn was not provided. On 09-jun-2020, intuitive surgical, inc. (Isi) contacted the initial reporter, a robotics coordinator, and gathered the following information regarding the reported event: she was not present in the room when the alleged arcing event occurred. However, she was called into the room afterwards. According to the robotics coordinator, the surgical staff applies electrolube to the tip of the mcs instrument after the mcs tip cover accessory is installed with a tip cover installation tool. While the surgeon was using the mcs instrument during the case, the surgical staff noticed that the mcs tip cover had moved since the orange part of instrument was becoming visible. At that point, the robotics coordinator was called into the room. Per the robotics coordinator, when the surgical staff examined the mcs tip cover accessory, they noticed tears and melting on the tip cover. They also noticed a burn to the patient's uterus. However, she confirmed that the uterus was removed as part of the procedure and no other burn injuries were identified or reported. The surgical procedure was completed robotically and no post-operative complications have been reported. The robotics coordinator indicated that they do not believe there was an issue with the mcs instrument which has been used in subsequent cases with no reported problems.